Event description:
Procedure (patient here for micro laryngoscopy/bronchoscopy, esophagogastroduodenoscopy (egd), airway evaluation) was started with the placement of a laryngoscope. Physician inserted the laryngoscope and immediately noted that the child had a foreign body in the airway. Upon retrieval, it was noted to be a piece from the y-light cord used in the airway procedures (thimble shaped metal piece, small spring and screw were all involved in y light cord break). After consulting with spd, realized that there were 2 other pieces missing. The provider proceeded to evaluate the airway and entire oral cavity. One piece was found in the mouth, no further pieces found in airway or mouth, so x-ray ordered to look for the third piece. Third piece was found in patient¿s hair after x-ray was taken. All pieces were then accounted for and given to the director of spd (sterile processing department). Patient did not sustain any harm. The light cord was being used correctly and had no visible defects prior to use. Cord was taken out of service and assessed by the sterile processing department leadership, connection pin for the prism end had broken. Spd leadership confirmed that reprocessing ifus had been followed for the cord, however, there were no specific recommendations for specific care of the prism/screw connector. Onsite storz rep was consulted and plans to do proactive inspection of all ent light cords to look for similar potential defects.

Event description:
Procedure (patient here for micro laryngoscopy/bronchoscopy, esophagogastroduodenoscopy (egd), airway evaluation) was started with the placement of a laryngoscope. Physician inserted the laryngoscope and immediately noted that the child had a foreign body in the airway. Upon retrieval, it was noted to be a piece from the y-light cord used in the airway procedures (thimble shaped metal piece, small spring and screw were all involved in y light cord break). After consulting with spd, realized that there were 2 other pieces missing. The provider proceeded to evaluate the airway and entire oral cavity. One piece was found in the mouth, no further pieces found in airway or mouth, so x-ray ordered to look for the third piece. Third piece was found in patient¿s hair after x-ray was taken. All pieces were then accounted for and given to the director of spd (sterile processing department). Patient did not sustain any harm. The light cord was being used correctly and had no visible defects prior to use. Cord was taken out of service and assessed by the sterile processing department leadership, connection pin for the prism end had broken. Spd leadership confirmed that reprocessing ifus had been followed for the cord, however, there were no specific recommendations for specific care of the prism/screw connector. Onsite storz rep was consulted and plans to do proactive inspection of all ent light cords to look for similar potential defects.

Event description:
Procedure (patient here for micro laryngoscopy/bronchoscopy, esophagogastroduodenoscopy (egd), airway evaluation) was started with the placement of a laryngoscope. Physician inserted the laryngoscope and immediately noted that the child had a foreign body in the airway. Upon retrieval, it was noted to be a piece from the y-light cord used in the airway procedures (thimble shaped metal piece, small spring and screw were all involved in y light cord break). After consulting with spd, realized that there were 2 other pieces missing. The provider proceeded to evaluate the airway and entire oral cavity. One piece was found in the mouth, no further pieces found in airway or mouth, so x-ray ordered to look for the third piece. Third piece was found in patient¿s hair after x-ray was taken. All pieces were then accounted for and given to the director of spd (sterile processing department). Patient did not sustain any harm. The light cord was being used correctly and had no visible defects prior to use. Cord was taken out of service and assessed by the sterile processing department leadership, connection pin for the prism end had broken. Spd leadership confirmed that reprocessing ifus had been followed for the cord, however, there were no specific recommendations for specific care of the prism/screw connector. Onsite storz rep was consulted and plans to do proactive inspection of all ent light cords to look for similar potential defects.